Event description:
It was further reported that the lad stent is a 3x32mm taxus express2 stent.

Event description:
Same case as MFR report #: 2134265-2009-07367. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced a myocardial infarction. The index procedure treated a 3.0x15mm, 99% stenosis of the distal lcx (circumflex). Treatment consisted of predilation and placement of a 3.0x20mm taxus express2 stent, resulting in 15% residual stenosis. A non-target lesion of the mid lad (left anterior descending) was also treated with a taxus express2 stent during this procedure. Upon deployment of the lad stent, there was an occlusion of the 1st diagonal which caused some residual pain that was treated medically. Post procedure, cardiac enzymes were noted to be elevated consistent with a non-q wave myocardial infarction. The event was reported to be resolved without residual effects and the patient was discharged one day post procedure on asa and plavix. The investigator assessed this event as possibly related to the study device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.